Event description:
A call was placed to technical services on 08/11/2016 , stated that this rv lead was implanted on (B)(6) 2014, and remains implanted at this time. Noted that this lead exhibited noise since (B)(6). The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).